Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 500 mg/dl and high ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ER the same day with no permanent damage. Reportedly, the cause for the reported issue was due to a cartridge alarm occurring during basal delivery and during the load sequence with multiple cartridges. Reportedly, the customer reverted to an alternate method of insulin therapy.